Manufacturer narrative:
On 17 march 2017, the medical affairs director performed a clinical evaluation and commented as follows: infection occurred 11 months after primary cementless tha. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 20 march 2017. Lot 157010: (B)(4) items manufactured and released on 04 april 2016. Expiration date: 2021-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Bipolar head ø28x50, code 25060.2850, lot. 157779 (k091967) (B)(4) items manufactured and released on 20 april 2016. Expiration date: 2021-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size s -3.5, code 01.25.011, lot. 154617 (k072857) (B)(4) items manufactured and released on 11 december 2015. Expiration date: 2020-11-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The infection is confirmed as staphylococcus aureus. The surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully. X-rays are available. Explants are not available.